Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that 8-15 lead would not stay in contact with wens during the patient's trial. The rep fixed it during the mid-trial appointment but it was back out when the rep saw her at lead pull. Impedances were checked and were high on all contacts in 8-15. After fixing it at the mid trial appointment, they were all within normal range. At the lead pull an impedance check showed they were all high again. Leads were pulled on 2/25 due to end of trial. Issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the wens malfunction was not determined. No further information was reported.